Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the bilateral patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, and decreased mobility. No reported revision at this time.